Manufacturer narrative:
A review of the mfg history confirms no non-conformances were identified. The device has not been returned for eval. The jts extendible device has reached the maximum extension available, so revision procedure is required to enable further growth. The prosthesis has worked as intended and there is no alleged failure. Please note that this device was supplied via compassionate use, which was approved on august 24, 2012.

Event description:
It was reported by the surgeon that the pt underwent a proximal tibial extending prosthesis replacement procedure on (B)(6) 2012 and subsequently requires a revision procedure to a longer extending prosthesis as a current implant has reached its maximum extension. This revision procedure is planned for (B)(6) 2015

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. The jts extendible device has reached the maximum extension available, so revision procedure is required to enable further growth. The prosthesis has worked as intended and there is no alleged failure. Please note that this device was supplied via compassionate use, which was approved on august 24, 2012. The device was revised on 29 may 2015. Following further information regarding infection, a separate report was made under 3004105610-2015-00115 for the same patient.

Event description:
It was reported by the surgeon that the patient underwent a proximal tibial extending prosthesis replacement procedure on (B)(6) 2012 and subsequently requires a revision procedure to a longer extending prosthesis as the current implant has reached its maximum extension. This revision procedure is planned for (B)(6) 2015.